Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Interrogation of the device showed oversensing of myopotential noise contributing to the shock. The patient was reported to have a history of low amplitude signals in all the sensing vectors as well. At this time no changes have been made and the s-ICD remains in service. Additional information provided from the field indicated the patient continued to receive inappropriate therapy from their s-ICD system. Surgical intervention was later performed and the s-ICD system was explanted and replaced with a tranvenous system. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Interrogation of the device showed oversensing of myopotential noise contributing to the shock. The patient was reported to have a history of low amplitude signals in all the sensing vectors as well. At this time no changes have been made and the s-ICD remains in service.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Interrogation of the device showed oversensing of myopotential noise contributing to the shock. The patient was reported to have a history of low amplitude signals in all the sensing vectors as well. At this time no changes have been made and the s-ICD remains in service. Additional information provided from the field indicated the patient continued to receive inappropriate therapy from their s-ICD system. Surgical intervention was later performed and the s-ICD system was explanted and replaced with a tranvenous system. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.